Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and infection ("severe infection"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain and infection outcome was unknown. The reporter considered back pain, genital haemorrhage, infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (cramping)") and genital haemorrhage ("abnormal bleeding/unsual bleeding") in a 40-year-old female patient who had essure (batch no. 2026501-inv, 727108-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following essure placement procedure". The patient's previously administered products included for an unreported indication: microgestin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), infection ("severe infection"), abdominal pain ("abdominal pain"), menstrual disorder ("unusual menstrual cycle"), allergy to metals ("nickel allergy"), pyrexia ("fever of 103 degrees") and rash ("skin rash"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain and menstrual disorder had resolved and the infection, allergy to metals, pyrexia and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, genital haemorrhage, infection, menstrual disorder, pelvic pain, pyrexia and rash to be related to essure. The reporter commented: per plaintiff fact sheet: she had an allergic reaction to the essure coils six hours after the essure was implanted. She became ill immediately and had a fever of 103 degrees. Plaintiff states that when exposed to nickel a she develops a skin rash. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place most recent follow-up information incorporated above includes: on 4-sep-2018: update of information (batch is not valid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (cramping)") and genital haemorrhage ("abnormal bleeding/unsual bleeding") in a 40-year-old female patient who had essure (batch no. 2026501-inv, 727108-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following essure placement procedure". The patient's previously administered products included for an unreported indication: microgestin. Concurrent conditions included uterine enlargement. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain") and menstrual disorder ("unusual menstrual cycle"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("severe infection"), allergy to metals ("nickel allergy to the essure coils six hours after the essure was implanted.") With pyrexia and rash and abdominal pain lower ("cramping ceased immediately after the essure was removed"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, menstrual disorder and abdominal pain lower had resolved and the infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, genital haemorrhage, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: per plaintiff fact sheet: she had an allergic reaction to the essure coils six hours after the essure was implanted. She became ill immediately and had a fever of 103 degrees. Plaintiff states that when exposed to nickel a she develops a skin rash. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure coils were properly in place. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet received-event abdominal pain lower added and outcome of event cramping ceased immediately after the essure was removed was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain (cramping)') in a 40-year-old female patient who had essure (batch no. 20226501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following essure placement procedure". The patient's medical history included genital bleeding and irritable bowel syndrome. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included uterine enlargement. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding/unsual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain") and menstrual disorder ("unusual menstrual cycle"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("severe infection"), allergy to metals ("nickel allergy to the essure coils six hours after the essure was implanted.") With pyrexia and rash and abdominal pain lower ("cramping ceased immediately after the essure was removed"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, menstrual disorder and abdominal pain lower had resolved and the infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, genital haemorrhage, infection, menstrual disorder and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: per plaintiff fact sheet: she had an allergic reaction to the essure coils six hours after the essure was implanted. She became ill immediately and had a fever of 103 degrees. Plaintiff states that when exposed to nickel a she develops a skin rash. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure coils were properly in place. Lot numbers [2026501, 727108) are invalid. Lot number: 20226501 manufacturing date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: update of information (batch is not valid). On 18-dec-2020: quality safety evaluation of ptc (product technical complaint) follow up 9 and 10 process together. On 28-dec-2020: ptc lot number field max 30 characters. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain (cramping)') in a 40-year-old female patient who had essure (batch no. 2026501-inv, 727108-inv,20226501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following essure placement procedure". The patient's medical history included genital bleeding and irritable bowel syndrome. Previously administered products included for an unreported indication: microgestin. Concurrent conditions included uterine enlargement. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding/unusual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain") and menstrual disorder ("unusual menstrual cycle"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("severe infection"), allergy to metals ("nickel allergy to the essure coils six hours after the essure was implanted.") With pyrexia and rash and abdominal pain lower ("cramping ceased immediately after the essure was removed"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, menstrual disorder and abdominal pain lower had resolved and the infection and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, genital haemorrhage, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: per plaintiff fact sheet: she had an allergic reaction to the essure coils six hours after the essure was implanted. She became ill immediately and had a fever of 103 degrees. Plaintiff states that when exposed to nickel a she develops a skin rash. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure coils were properly in place. Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs and mr received lot number was added. Reporter information and medical history were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (cramping)") and genital haemorrhage ("abnormal bleeding/unsual bleeding") in a 40-year-old female patient who had essure (batch no. 2026501, 727108) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following essure placement procedure". The patient's previously administered products included for an unreported indication: microgestin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), infection ("severe infection"), abdominal pain ("abdominal pain"), menstrual disorder ("unusual menstrual cycle"), allergy to metals ("nickel allergy"), pyrexia ("fever of 103 degrees") and rash ("skin rash"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain and menstrual disorder had resolved and the infection, allergy to metals, pyrexia and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, genital haemorrhage, infection, menstrual disorder, pelvic pain, pyrexia and rash to be related to essure. The reporter commented: per plaintiff fact sheet: she had an allergic reaction to the essure coils six hours after the essure was implanted. She became ill immediately and had a fever of 103 degrees. Plaintiff states that when exposed to nickel a she develops a skin rash. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place most recent follow-up information incorporated above includes: on 27-jun-2018: reporter information was added. This case concerns 40 year old patient. Her demographic was added. Lab data was added. Her historical medication was added. Per plaintiff fact sheet following events: abdominal pain, unusual menstrual cycle, fever of 103 degrees, skin rash and she did not use birth control or contraception at any time following essure placement procedure and nickel allergy were added. Essure lot number was added. Essure indication was added. Essure insertion date was updated. She had recovered from following events: unusual bleeding, unusual menstrual cycle, back pain, abdominal pain and cramping. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.